Event description:
Device 3 of 4: reference MFR. Report#: 3006705815-2018-03503; 3006705815-2018-03504; 1627487-2018-13516.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report #: 3006705815-2018-03503; 3006705815-2018-03504; 1627487-2018-13516. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s entire scs system was explanted due to drainage at the spinal site.

Event description:
Device 3 of 4. Reference MFR. Report#: 3006705815-2018-03503, 3006705815-2018-03504, 1627487-2018-13516.. It was reported that the patient¿s infection was treated with intravenous and then oral antibiotics. The infection has now cleared.